Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a normal device check-up, high, out of range hv lead impedance for vectors that included the rv coil was observed. High, out of range pacing lead impedance was also observed. Lead fracture was suspected. The patient was asymptomatic. No action was performed, but a lead revision was suggested.